Event description:
As reported by the user facility: detailed inquiry description: the IV pump would not infuse despite all efforts to give the patient the antibiotic on time. The vancomycin took much longer than it should have due to continuous alarms for bubbles in the tubing and distal obstruction alarms when no obstruction was present and there were no visible bubbles. I switched the pump and continued having the same problem. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.